Event description:
This affected multiple patients (86) who had tissue specimen cultures. One of the micro colleagues reported seeing a trend with gram stain results of streplike gram-positive cocci in chains in multiple specimens. None of the cultures were growing any organisms. After an extensive investigation, it was determined that the trypticase soy broth that we were using to grind the tissue in was contaminated. Ten bottles of the broth was gram stained and streplike gram-positive cocci were found in the tsb(trypticase soy broth) broth. Reference reports: mw5167166, mw5167167, mw5167168, mw5167169, mw5167170, mw5167171, mw5167173, mw5167174, mw5167175.